Event description:
It was reported "on (B) (6) 2010, our quality department received the information about the following event: dr (B) (6) chief surgeon of the hospital, reported via our sales rep., mr. (B) (4) that a (B) (6) male patient underwent a revision surgery on (B) (6) 2010, due to the luxation of the implanted all-poly-pan. According to the surgeon's information, the surgery was completed successfully by the usage of another trident-all-poly product. Allegedly, as it is mentioned in the questionnaire, the occurrence of this event had happened when the patient was sitting on the toilet and leant forwards."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.